Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had battery issues. The customer kept receiving failed battery test and the insulin pump would turn on and off. His blood glucose level was 395 mg/dl. While troubleshooting a piece of plastic threading was found missing in the battery compartment. The customer was advised to disconnect from his insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on display window, a broken belt clip slot near the battery tube threads, cracked reservoir tube lip and a missing end cap sticker.